Event description:
On (B)(6) 2026 the user's implant site was hit with significant force and in close range. Pain around the implant site was reported and is still present.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.